Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor displayed service code 105: pulse test relay stuck. The monitor's electrode belt connector was loose from the monitor enclosure and connector j1001 was partially unplugged, causing the service code. The root cause for the damaged receptacle and unplugged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case.